Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stopped working. No patient complications were reported in relation to his event.